Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead undersensing was noted during atrial arrhythmia episodes. It was also noted that p-wave amplitudes have been trending chronically low since march of last year. The atrial lead remains in use. No patient complications have been reported as a result of this event.